Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a procedure involving a zcb00 model intraocular lens (iol) a vitrectomy was performed and the lens was changed. There was patient contact. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.